Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the catheter being inserted through the sheath under flouro the tip advanced and the magnets of the catheter allegedly did not follow. It was further reported that when the venous catheter was removed, the tip of the venous catheter allegedly was not attached to it. It was also reported that the tip of the venous catheter was attempted to remove using snare and then sheath was used to remove the tip. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the fourth complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device venous and arterial catheters were returned. A tip break was confirmed on the venous catheter located 3.5mm from the distal indicator. The break appeared clean. During the evaluation under normal handling conditions the tip incurred a second break 5mm from the tip end. Some damage was noted on the tip likely due to the snare tool used to retrieve from the patient. The evaluation of the tip of the arterial catheter did not observe any damage or irregularities. A single fluoroscopic image was provided for review. The assessment determined a small triangular shape radiopaque foreign body extended along the wire and outside of the lateral most sheath. The review concluded that this most likely represented the broken off tip from the wavelinq catheter. The result of the investigation is confirmed for the reported tip break issue. The definitive root cause for the reported tip break issue could not be determined based upon the available information received from the field communications, image review and the sample evaluation. Labeling review: the instruction for use for the wavelinq endoavf system was reviewed and contains the following information relevant to the reported event: inspection prior to use: 1. Before removing the wavelinq¿ endoavf system from its packaging, carefully inspect the packaging for any evidence of damage. If there is evidence of damage, do not use the wavelinq¿ endoavf system. Cautions: 1. Only physicians trained and experienced in endovascular techniques, who have received appropriate training with the device, should use the device. Endovascular technique training and experience should include ultrasound vessel access in the arm, guidewire navigation, radiographic imaging, placement of vascular embolization devices (including embolization coils), and access hemostasis. 2. Adhere to universal precautions when utilizing the device. 3. Do not kink, pinch, cut, bend, twist, or pull excessively or with excessive force on any portion of the devices. Damage to the catheter body may cause the device to become inoperable. 4. Avoid sharp bends. This may cause the device to become inoperable. 5. Do not pinch or grasp the catheter with excessive force or with other instruments. This may cause the device to become inoperable. 6. Do not bend the rigid portion of the catheter near the electrode or backstop. 7. Do not touch or handle the active electrode. Electrode dislodgement may occur. 8. Always use the hemostasis valve crosser to assist insertion of the venous catheter through the introducer sheath. Insertion into introducer sheath without hemostasis valve crosser may damage electrode. Wavelinq¿ endoavf system procedure: 31. Advance the venous catheter over the 0.014" wire until the yellow hemostasis valve crosser encounters the hemostasis valve of the introducer sheath. Grasp and insert the yellow hemostasis valve crosser through the hemostasis valve until it stops in the sheath hub. Grasp the proximal end of the yellow valve crosser and advance the catheter simultaneously through the yellow crosser and the sheath. Fluoroscopically inspect the electrode after venous catheter insertion to confirm proper electrode form. If the electrode appears deformed, gently remove venous catheter and inspect. If upon direct visual inspection the electrode appears damaged, replace the venous catheter. If venous catheter is removed and requires reinsertion, reposition the yellow valve crosser over the electrode prior to advancing through the hemostasis valve. H10: d4 (expiry date: 02/2024), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2024). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an endovascular arteriovenous fistula procedure, the catheter being inserted through the sheath under flouro the tip advanced and the magnets of the catheter allegedly did not follow. It was further reported that when the venous catheter was removed, the tip of the venous catheter allegedly was not attached to it. It was also reported that the tip of the venous catheter was attempted to remove using snare and then sheath was used to remove the tip. There was no reported patient injury.